Event description:
The facility reported an infusion pump underinfusing. Info was not provided regarding whether or not the device was in pt use when the event occurred. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter svc event and no pt injury had been reported. Though requestd, no additional info was provided regarding pt's demographics, medication involved, or device programming. No additional info was available.